Event description:
It was reported by the patient that the power cord for the remote monitor will no longer stay connected to the monitor, that "the piece inside the monitor is crooked." The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the power cord for the remote monitor will no longer stay connected to the monitor, that "the piece inside the monitor is crooked." The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and the customer comment was confirmed. The power connector was loose/detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.